Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus epidermidis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). On (B)(6) 2023 the patient underwent the surgical placement of a tunneled hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd without reported issue. The patient¿s ceftazidime was discontinued, and the vancomycin will be administered intravenously (IV) during hd. The pdrn attributed causality to a breach in aseptic technique when the patient admitted to holding his breath, instead of utilizing a mask. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).